Event description:
It was reported by the provider that the valve is stuck. Per the independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppet valve is not shifting, and the heat exchange is leaking. The sieve tubes leaking, and the power switch is not working. No patient injury reported, no additional information provided.